Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059648) in united states on 15-feb-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, for sterilization. She reported that immediately after the essure insertion she started having continuous vaginal bleeding that did not stop. Her hormonal status did not change since she was before the procedure and after the procedure on contraceptive pill (zoely). She never had that kind of bleeding before, she contacted the hospital that did the procedure and in (B)(6) 2015 she had another procedure in which they cut part of the essure coil that was too far away in her uterus. After that, her bleeding still continued but it has not been continuous. She reported there was 1.5 weeks period that is free of bleeding (right after her period) and then the bleeding starts again and continues until she gets a new period. She stated this is a significant symptom that distresses and hinders her in her normal daily life; even though the bleeding was not heavy it was upsetting. Serious injury was reported as event report type but not specified and/or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after that started continuous vaginal bleeding that did not stop at all. Four months later, she underwent a procedure in which physician cut part of the essure coil that was too far away in her uterus (interpreted as device dislocation). These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the event continuous vaginal bleeding, causality with the suspect insert cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, consumer reported that the insert was too far away in her uterus. Given the nature of this event, causality with essure cannot be excluded. Since an intervention was performed (although the procedure to which the patient was submitted to cut part of the essure coil is considered a device misuse) this case was regarded as incident. A product technical analysis is expected. Follow-up is not possible due to lack of reporter contact information.

Manufacturer narrative:
Follow-up received on 14-apr-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after that started continuous vaginal bleeding that did not stop at all. Four months later, she underwent a procedure in which physician cut part of the essure coil that was too far away in her uterus (interpreted as device dislocation). These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the event continuous vaginal bleeding, causality with the suspect insert cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, consumer reported that the insert was too far away in her uterus. Given the nature of this event, causality with essure cannot be excluded. Since an intervention was performed (although the procedure to which the patient was submitted to cut part of the essure coil is considered a device misuse) this case was regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Follow-up is not possible due to lack of reporter contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs